Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of a partial lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the optim sheath insulation with intact silicon insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.